Manufacturer narrative:
Corrected b5 and h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited unsatisfactory sensing and threshold pa rameters, and it could not be retrieved using the delivery system. Upon removal and examination, multiple strands of tissue were found to be entangled on it. These were removed one by one with forceps. After rinsing, the ipg could not be completely retrieved, and it was suspected that there was remaining tissue entanglement or internal damage. The ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event. 2025-12-17 it was further reported that the leadless ipg was retrieved with delivery system while the device was still tethered. It was also noted that the leadless ipg exhibited diminished sensing.

Manufacturer narrative:
Continuation of d10: this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6)). D9: no medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperative the leadless implantable pulse generator (ipg) exhibited unsatisfactory sensing parameters, and it could not be retrieved using the delivery system. Upon removal and examination, multiple strands of tissue were found to be entangled on it. These were removed one by one with forceps. After rinsing, the ipg could not be completely retrieved, and it was suspected that there was remaining tissue entanglement or internal damage. The ipg system was attempted/not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the leadless ipg was retrieved with delivery system while the device was still tethered. It was also noted that the leadless ipg exhibited undersensing.